Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a temporary loss of pairing between the dexcom g7 cgm and the ilet while the dexcom app continued to display glucose readings, after which the cgm connection to the ilet re-established during the call. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no need for medical intervention and no hospitalization. Investigation included customer support troubleshooting and monitoring until reconnection occurred. Investigation of this case revealed a transient communication disruption between the cgm and the ilet with restored function, consistent with intermittent connectivity behavior without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent wireless communication interference or environmental factors.